Manufacturer narrative:
Concomitant medical products: product ID: 97745ac, serial #: unknown, product type: accessory. Product ID: neu_unknown _lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a lump on their spine where the cords went in, and it felt like the cords were creating the lump. It was noted that the patient had the implant surgery in (B)(6), but were in the united states (us). A request was made for a battery charger with a us plug, so one was sent to the patient's apartment in the us. The patient was scheduled to meet with a doctor about a surgery they had in (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745ac, serial# unknown, product type: accessory; product ID: neu_unknown _lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event was suspected to be due to the anchor placement. The patient was schedule for a revision on (B)(6) 2019. No further complications were reported or anticipated.